Event description:
It was reported that the unit has missing display segments. There is no report of patient involvement. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
Covidien reference number : (B)(4). The reported customer complaint is a known issue and has been isolated and action has been taken under remedial action efforts. Please see section for remedial action reference. Complaint trends will continue to be monitored.

Manufacturer narrative:
(B)(4). The customer complaint that unit display was missing segments was verified by the associate failure engineer. The unit was disassembled and a visual inspection found cold/cracked solder joints on some of the posts of the display. The display printed circuit board (pcb) and batteries were replaced. All functional testing was passed and the unit now operates as intended.